Event description:
Additional information received indicated that the right atrial (ra) lead also exhibited low pacing impedance.

Event description:
It was reported that the patient presented in clinic. A device interrogation revealed that the patient's right atrial (ra) lead exhibited noise oversensing which caused inappropriate high ventricular pacing. The ra lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, only a distal portion of the lead was returned in one piece for analysis. Visual inspection of the lead found an external outer insulation abrasion from 40.1 cm to 40.3 cm from the distal tip exposing the outer coil consistent with friction to the device can, located proximal to the suture tie impressions. Procedural damage to the outer insulation was noted at 4.4, 16.3, and 17.2 cm from the distal tip. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion region.